Manufacturer narrative:
During device evaluation, the reported issue was confirmed: the nozzle was clogged due to the foreign material. The water supply volume did not meet with specifications and the water removal ability did not meet with specifications. In addition to the foreign material found, visual examination found the following issues: the objective lens was discolored; the control unit was discolored; and the adhesive on the bending section cover was cracked. The following components were scratched: the connecting tube; the connector cover; the universal cord protector; the scope connector cover unit; the directional knobs; the lock engagement lever; the lock engagement knob; the scope connector cover; the scope cover; the universal cord; the hand grip; the control unit; and the switch box. During functional testing, the bending angle in the up direction did not meet specifications. The up/down directional knob could not be securely locked due to a worn lock engagement lever. In addition, the up/down directional knob had excess play due to a worn angle wire. Testing also found that no image showed on the monitor due to dirt and staining on the objective lens. Once the lens was cleaned, an image appeared but showed a flare due to a scratch on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope did not provide enough air from the air/water nozzle. The device was returned to olympus for evaluation. During evaluation, the device was found to have foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected and prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.